Event description:
Sus voluntary event report (B)(4) received reporting the following information: "she stated that during the filling process, she noticed thread like particles in the insulin reservoir and began experiencing hyperglycemia shortly after spotting these particles in her reservoir. She then began to use humalog vials with her tandem pump in order to bypass the issue that she had been experiencing with the tandem pump reservoir. However, she states that she believes the reservoir also contaminated the vials as well and she began having the same hyperglycemic episodes while using the vials.she said that she might be planning on visiting her doctor to do tests for toxins. Patient began using injections instead of the pump in early as a consequence of the pump¿s lack of reliability".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. The customer continued to use the cartridge. There was no reported adverse impact to the customer's blood glucose level.